Event description:
It was reported that the ventricular assist device (vad) patient was admitted due to dizziness, water retention in abdomen and hypertension. The patient's medications were adjusted. Driveline sheath damage due to wear and tear was also noted. During the event review of log file data of the ventricular assist device (vad) revealed a history of multiple motor start events with parameters outside of the typical range and low flow alarms. Additionally, the controller exhibited controller loss of power. The motor start and loss of power was thought to be due to the patient accidentally double disconnecting the power sources. The vad and the controller remain in use. A driveline sheath repair will be scheduled. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation section d10: lead:6947m55 implant date: (B)(6) 2012. Heartware ventricular assist system ¿controller 2.0 d4: model #: 1420/ catalog #:1420/ expiration date: 30-apr-2022/ serial or lot#: (b)6); UDI #: (B)(4). No h4: mfg date: 21-apr-2021 h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for additional information received. Updated b5. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that a nurse placed sheath tape on a previous driveline (dl) repair area which was cracked, approximately 2 inches distal to the controller insertion site, close to the hard exterior sheath. Cs was able to see the patient and no further servicing was needed as the rest of the old repair was intact as well as underlying wires. It was also noted that the dl cover was able to slid off and on without difficulty. The patient was re-educated on proper power source connections and was told to notify vad team of any further dl damage.

Manufacturer narrative:
A supplemental report is being submitted for investigation completion. Additional products: controller serial or lot#: (B)(6) h6: the codes present in section h6 correspond to components/products that comprise the reported event. Product event summary: (B)(6) and the controller (B)(6) were not returned for evaluation. A review of the device history record was not performed as the reported event is not related to a manufacturing issue. Review of(B)(6) service history records indicated that the device was previously serviced, and the repair action was verified. Visual evidence provided by the site revealed damage to a previous outer sheath repair and evidence of a self-repair of the outer sheath. Log file analysis revealed motor start events recorded on 1/apr/2024 at 18:43:27 and on 12/apr/2024 at 02:26:28 in which the motor start parameters were atypical. Review of the controller log files revealed two (2) controller power up events, with associated motor start events, logged on 01/apr/2024 at 18:43:21 and on 12/apr/2024 02:26:19, indicating losses of power to controller. The data point recorded prior to the first loss of power revealed that bat(B)(6) was connected to power port one (1) with 25% relative state of charge (rsoc) and bat(B)(6) was connected to power port two (2) with 25% rsoc. The data point recorded after the first loss of power event revealed that bat(B)(6) was connected to power port one (1) and no power source was connected to power port two (2). No anomalies were recorded leading up to the first loss of power. The con troller can only store a maximum of 30 days of data. After reaching the limit, the controller initiates a first-in first-out method whereby the oldest data point is deleted to allow the newest data point to be recorded. As a result, data logs prior to and following the second loss of power were not available. The controller was without power for eight (8) seconds and six (6) seconds, respectively. Review of the alarm log file revealed a critical battery alarm was logged on (B)(6)2024 at 06:31:25, which was due to the patient allowing the battery to deplete below 10% relative state of charge (rsoc). The observed critical battery alarm is an additional finding, not related to the reported events. Additionally, log files revealed multiple decreases in power consumption and estimated flows over the analyzed period and forty-six (46) low flow alarms logged since on (B)(6) 2024. As a result, the reported events were confirmed. Based on the available information, the device may have caused or contributed to the reported event. Based on the risk documentation, possible causes of the reported low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Based on a historical review of similar events, the most likely root cause of atypical motor start parameters may be attributed, but not limited, to outer shroud contact that creates more friction at the housing to impeller interface during pump startup. The most likely root cause of the driveline repair damage may be attributed to factors such as normal wear over time and/or the handling of the device. The most likely root cause of the observed self-repair event can be attributed to the improper handling of the device. A possible root cause of the controller losses of power can be attributed to a disconnection of both power sources by the patient, as described in the event details. CAPA pr00551638 is investigating controller losses of power. The most likely root cause of the observed critical battery alarm can be attributed to the batteries depleting below 10%. Per the instructions for use, hypertension is a known potential complication associated with the implantation of a vad. There was no evidence that this patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing his tory and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.